Event description:
It was reported that during a full supply change using an inset 23" 6 mm infusion set, the infusion set application was unsuccessful because the needle did not fully insert due to the needle guard not being removed, and no additional infusion sets were available. Blood glucose remained unaffected and the user continued to use the pump for readings while reverting to backup therapy. No reported symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education on correct infusion set deployment and verification of shipping details with a goodwill replacement arranged. Investigation of this case revealed user technique error during infusion set insertion associated with an incorrectly deployed infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.